Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
A cochlear implant was received by the manufacturer on (B)(6) 2016, due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: correction: the previous or initial MDR submitted on february 9, 2016, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. The device was rejected at surgery. This report is filed february 15, 2016.